Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead. The physician used silicone oil and was able to successfully insert the lead. The patient was in stable condition prior, during and after the event.